Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the tip/loop of the mapping catheter was bent. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217386523 was returned and analyzed. Visual inspection showed the loop area was intact, but the lemo connector was detached from the shaft, and a shaft kink was reviewed 5.1 inches from the lemo connector. In conclusion, the reported tip kink issue was not confirmed through product analysis. The mapping catheter failed the returned product inspection due to a kinked shaft. If information is provided in the future, a supplemental report will be issued.